Event description:
It was reported that a clearlink system solution set leaked at the white connector point between the sections of the tubing. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, four (4) companion samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Functional tests which included pressure test and clear passage under water tests were performed and the results were satisfactory. A priming test was performed on all sets and the results were according to product specifications. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.